Event description:
The patient underwent a lobectomy procedure wherein coseal was utilized, and the patient experienced bleeding. During the procedure, the coseal was applied to the staple line and vascular suture. That night the patient had to undergo a thoracoscopy procedure due to ¿hemorrhage¿ as the patient ¿lost 1.5 liters of blood¿. The blood ¿leak¿ occurred ¿near the lymphadenectomy close to the stapling zone¿. Per the surgeon, the coseal appeared like ¿gravel¿ and ¿didn't ensure the sealing¿. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.